Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a customer report of error s239, s425, s439, and s208. This did not indicate a reportable malfunction. However, during verification testing it was noted that the device had a bent ground prong and was unable to be plugged into an ac outlet.